Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced increased current draw and motor dust, red heart alarms and grinding sounds. The patient was hand pumped and placed on pneumatic support using stroke volume limiter (svl) and drive console. The pump was replaced with another manufacturer's pump.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.